Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a longitudinal tear 3mm in length, 11mm from the tip of the device. Product analysis confirmed the reported event, as the device had a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon ruptured on the second inflation at nominal pressure. The device was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. It was further reported that the balloon ruptured on the second inflation at nominal pressure. The device was completely removed from the patient.